Manufacturer narrative:
After further investigation, it has been determined that the replacement device was received by the reporter after the patient passed away. The device did not contribute to the patient's death. There was no patient harm or injury associated with this report and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device is having a humidifier error displayed. A device was returned to a manufacturer/third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, heater plate with electrical damage, scratched ui bezel plus. Device is scrapped. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device is having a humidifier error displayed. A device was returned to a manufacturer / third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, heater plate with electrical damage, scratched ui bezel plus. Device is scrapped. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed. The correct b5 should be- the manufacturer received information alleging an issue related to a dreamstation bipap autosv device's sound abatement foam. The patient has passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In the previously submitted report the reporter country information was missing, in this report the information has been updated and corrected. Appropriate code updated/corrected. In the initial report it was wrongly reported under recall, corrected in this follow-up report. This report is not a part of recall.